Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to push buttons down a few times to get them to respond. Customer¿s blood glucose level was unknown. Customer also reported that the alarm was loud and had unexplained no delivery alarms. The device will not be returned for analysis.